Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Without further clinical details or imaging, the cause of the stroke is undetermined and the relationship to impella is unknown.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02171 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 61-year-old patient with known coronary artery disease was treated for acute myocardial infarction and cardiogenic shock. An impella cp with smart assist cardiac pump was inserted for hemodynamic support. The patient required cardiopulmonary resuscitation while the impella cp was inserted. The patient's anticoagulation status was inadequate due to compliance problems with heparin. The pump was removed after approximately 20 hours. The patient was in poor neurologic condition. CT scans of the brain showed thrombotic arteria cerebri media, which was several hours old at that time. The patient was transferred to the palliative care unit. The cause of the ischemic stroke is unclear.